Event description:
Boston scientific provided the following information: it was reported that this patient fell, subsequently the leads were exhibiting loss of capture (loc) and high pacing thresholds. The physician decided to explant the pulse generator and both leads. A new leadless device was successfully implanted. No additional adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.